Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400's (mg/dl). Reportedly, the pump would not allow delivery of the correction bolus because there was insulin on board (iob - active insulin in the body), and the customer requested assistance from tandem technical support. Tandem technical support provided instructions to deliver the manual override bolus. Customer understood and was able to deliver a correction bolus successfully.